Manufacturer narrative:
Additional narrative: this report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on june, the patient underwent the surgery for trochanteric fracture of femur with the tfna nail. On july 30, the patient had a re-fracture when he tried to massage his thigh to remove swelling. He has sequelae of spinal injury and cannot move lower extremities. On august 2, the revision surgery will be performed removing the implants and using a longer nail and cement. This report is for one (1) unk - screws: nail distal locking. This is report 3 of 3 for complaint (B)(4).